Event description:
It was reported that approximately three weeks post ICD implant, the patient was back in the clinic due to a vibratory alert. Device interrogation revealed high hv lead impedance. The out of range measurements were reproduced with manipulation and isometric exercise. The svc coil was programmed off and the hv outputs were programmed to maximum.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.